Event description:
End-user alleging the unit unexpectedly surged forward and caused the end-user to at high speed, run into her car and rip off a large piece of her leg. End-user's aide witnessed the crash and carried her for emergency care and stayed in hospital.